Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling a thumping on her side. The device was checked and episodes of noise were found on the atrial, right ventricular (rv) and shock channels. It was noted that the noise resulted in greater than 2 seconds of pacing inhibition for this pacemaker dependant patient. All other lead measurements were noted to be good. The noise could not be reproduced with patient isometrics and no muscle stimulation was able to be recreated. Technical services (ts) reviewed the electrogram strips and noted that the characteristics of the noise, combined with the inability to reproduce the noise, indicated that the source could be electro magnetic interference (emi). The rv sensitivity was reprogrammed to least. No adverse patient effects were reported.